Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor had needle break. The customer's blood glucose level was 116 mg/dl. The customer stated that needle was hard to remove. The customer stated that needle was bent upon the removal. The sensor will not be returned for the analysis.